Event description:
The hcp reported difficulty filling the pt's intrathecal drug delivery pump due to the pump flipping in the pocket. The hcp was unable to complete the fill. The pt was brought to the or where the pump was repositioned. The pt recovered without sequela. The drug used in the pump is morphine sulfate 50.0 mg/ml at a dose of 10.5 mg/day on a simple continuous basis.